Event description:
This is regarding coolsculpting - I have had 2 treatments on my abdomen and 1 treatment on my inner thighs and have been seriously disfigured due to this. The result is pah(pulmonary arterial hypertension). I have had to seek plastic surgery consults to correct this. This has caused mental anguish, and insecurities, and hindered my social life. I would like to pursue a lawsuit against abbvie. Reference reports: mw5117037, mw5117038.